Event description:
Abbott diabetes care became aware of an article by, yuanpin zhang, xiaoxia liu, jing zhang, jia fu, shengqing li, shu chen, yijian chen and bin lu ,¿evaluation for the feasibility and accuracy of freestyle libre flash glucose monitoring system used by covid-19 patients in intensive care unit.¿ a study was performed during february 10 to march 30, 2020. Venous blood glucose (vbg) and freestyle libre sensor glucose was measured. Some of the plotted results fall within the c zone of the consensus error grid and c/d zone of the clarkes error grid. There was no report of any symptoms or third-party medical intervention or treatment due to the inaccurate measurements. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensor, no trends were identified that would indicate any product-related issues. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product-related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
No product has been returned, extended investigation is pending at this time. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported sensor is unknown. The date entered in is the date abbott diabetes care became aware of the event. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. If product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care became aware of an article by, yuanpin zhang, xiaoxia liu, jing zhang, jia fu, shengqing li, shu chen, yijian chen and bin lu ,¿evaluation for the feasibility and accuracy of freestyle libre flash glucose monitoring system used by covid-19 patients in intensive care unit.¿ a study was performed during february 10 to march 30, 2020. Venous blood glucose (vbg) and freestyle libre sensor glucose was measured. Some of the plotted results fall within the c zone of the consensus error grid and c/d zone of the clarkes error grid. There was no report of any symptoms or third-party medical intervention or treatment due to the inaccurate measurements. There was no report of death or permanent injury associated with this event.